Event description:
The account alleges that the brake will not hold at the head end, due to the pads not engaging properly, when the bed is raised. No injuries were reported.

Manufacturer narrative:
The tech installed a new caster base on the head end, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.